Manufacturer narrative:
Patient date of birth and weight not available for reporting. Date of device breakage and fracture is not known. This report is for two (2) unknown cortex screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as over one year prior to removal complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of a plate and screws on (B)(6) 2017 due to two (2) broken screws, pain, and a subtrochanteric femur fracture. The 4.5 mm locking compression plate (lcp), nine (9) 4.5 cortex screws, and three (3) 5.0 periprosthetic locking screws were originally implanted over a year prior at another facility. On an unknown date postoperatively, the patient reported pain. It was discovered on x-ray that two (2) cortex screws in the plate were broken and the patient had a subtrochanteric fracture below the second broken screw. The plate and screws were removed and replaced with a competitor¿s devices. The hardware removal was successfully completed with no delay. Concomitant devices reported: 4.5 mm broad curved lcp plate (part 226.672, lot number unknown, quantity 1), 4.5 mm cortex screws (partial part 214.8xx, lot number unknown, quantity 7), 5.0 mm periprosthetic screws (partial part 02.221.5xx, lot number unknown, quantity 3). This is report 1 of 1 for (B)(4).